Manufacturer narrative:
The device was not returned for evaluation. Insulet cannot confirm if the cannula had dislodged from the infusion site and bent cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / page 34 warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 369 mg/dl while wearing the pod between 4 and 24 hours. While "swimming," continuous glucose monitoring (cgm) fell off, then about an hour later the mother checked the cannula area and noticed it was not in the patient¿s skin, thus, cannula dislodged from the infusion site (hip/buttocks) and adhesive was barely sticking. When the pod was removed the cannula was found bent. As treatment, a new pod was applied, bolused and mother is monitoring the patient. This morning the basal rate was changed from 1.25 to 1.30 because bg was 140 mg/dl which is high for the patient. The patient had trace of ketones. Patient¿s insulin or pod was not worn was suspended for 20 minutes because the mother was giving the patient a super bolus. But mother does not believe the patient got any of the bolus as it did not work at all. Patient uses a barrier wipe because the patient is allergic to the adhesive and sure prep barrier wipe and skin tac wipes and tac away wipes. Patient¿s history: looking at cgm at 6pm 150 ; 5:30 bg was normal at 115, 40 minutes later it was 240 ; 7 pm 350 ; 7:30 till 9pm 369 and the error is going up.

Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device did not find any issues that would result in the cannula dislodging or high blood glucose levels. No damages to the adhesive pad. No bend or kink was in the exposed cannula. A root cause could not be determined for the reported events.